Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. It is likely that connecting tube was unable to be connected as connector loosened and came apart. A possible cause for the loosened connector is age deterioration, the user applied stress to the connector toward loosening direction with the stress accumulating over time, or the connector may have been hit by something hard. User can detect the event by inspecting equipment in accordance with the following instructions for use. Chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information is not yet available for this event. Customer was advised against using the device and that an field service engineer (fse) would be dispatched to repair the device. Fse went on site to evaluate and repair the device. Fse replaced the grey connectors. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the grey air/water connector is broken and missing the spring and the pin. There is no reported harm to any patient.